Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that they experienced high blood glucose. The customer blood glucose level was 550 mg/dl at the time of incident and the current blood glucose of the patient is 423 mg/dl. The customer did not provide details regarding symptoms or treatment of their high blood glucose episodes. The customer also received no delivery alarms. Insulin pump will not be returned device for analysis.